Event description:
A surgeon reported a 300 micron lasik flap was inadvertently created when only 110 micron flap was entered into the excimer laser. Additional info from the reporter indicated there was no side cut etching on the cone optic and no side cut through the epithelium. Reporter indicated the flap depth was verified with optical coherence tomography (oct). Additional info was been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).